Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The customer reported an anterior tear during cortex removal. No vitrectomy was performed. The surgeon had a hard time with hydro dissection of the cataract. The posterior sub capsular (psc) was attached to the capsule and contributed to the capsular tear. The surgeon noted the patient had posterior sub capsular and the laser took away from some visualization. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during laser assisted cataract surgery an anterior capsule tear occurred while removing cortex. Surgeon explained that he had a hard time hydro dissecting the cataract and patient had posterior subcapsular cataract attached to the capsule which contributed to the event. The surgeon noted the laser took away from visualization.